Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, one month post filter deployment, CT revealed pulmonary embolus in a segmental branch of the right upper lobe extending into the sub segmental branches. Approximately six years post filter deployment, bilateral venous ultrasound was performed it revealed totally occluding acute dvt of the bilateral common femoral vein, popliteal and peroneal veins. Approximately three years later, CT revealed the tip was located below the lowest renal vein. No evidence of migration of the filter or perforation of the struts. There was slight posterior medial tilt of the filter apex, which appears to be contact the posterior medial wall of the ivc. Therefore, the investigation is confirmed for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gi bleed. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The patient reportedly experienced pe post filter implant the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.